Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The top portion of the abutment screw was not returned. The complaint was confirmed. The lot number of the screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the lower part of the unknown abutment screw fractured inside the implant. The upper fractured part came out but was discarded. The implant was removed because the dentist was not able to retrieve the fractured screw. The patient has been rescheduled for a new surgery after bone recovery.